Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr). The sheath was upsized to 16f and the tavr procedure was completed. The first suture was successfully tightened. Reportedly, with the second proglide suture, a suture break occurred. Another proglide device was used and when the plunger was removed no suture was present. The physician took the proglide device apart to try to recover the suture. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.